Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4), 2011. Device not available for analysis.

Manufacturer narrative:
(B) (4).

Event description:
Per the physician, a longer abutment was placed due to excessive tissue growth. When the patient removed the healing cap two weeks later, both the fixture and the abutment fell out. The surgeon performed revision surgery the following day to remove excess tissue growth. Reimplantation had not taken place at the time of this report.